Manufacturer narrative:
Continuation of d10: product ID: 8781; serial# (B)(6); implanted: (B)(6) 2021; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information stated that the patient had catheter surgery in (B)(6) 2021.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 24-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. Information received stated the patient reported not feeling well on thanksgiving day. The patient was out of town and went to the emergency room with what they thought was withdrawal symptoms. The patient's pain physician was contacted. They felt the catheter and pump were malfunctioning and has put the patient on minimum rate and referred the patient for surgical intervention. Surgical intervention was planned, but not yet scheduled. The pump logs were read and there were no notations of motor stall in the logs. The issue was not resolved at the time of this report.